Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. They tried to stimulate through carto and was possible to stimulate before cardioversion; however, after doing cardioversion, they could not stimulate anymore.the patient¿s heart stopped but they could not stimulate. They then disconnected the stimulation and connected directly to carto which fixed the issue. The patient heart stopped for 20 seconds.the case was completed. There were no patient consequences, even though the patient heart stopped for 20 seconds. There was no case delay. There was no map shift.the physician's opinion on the cause of the adverse event was another company's product malfunction - stimulator malfunction. There was no intervention required because they were able to stimulate through carto directly instead of via erps. The pacing stimulator being used was ep-4 st jude medical. Carto 3 primary pacing port was connected and then changed to direct stimulator port after cardioversion. When in primary pacing port ¿ they did not try to pace from map 1-2 and ablate at the same time. It was planned pacing but switched to emergency pacing when patient did not have a rhythm after cardioversion. The patient fully recovered. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).